Manufacturer narrative:
Combination product: yes.

Event description:
The lead was explanted due to oversensing with inappropriate therapy. After explantation a damage at insulation was visible.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead fragment was received for analysis. The df4 connector was not returned. The insulation was found abraded through 55 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.